Manufacturer narrative:
The device was returned to zoll medical for evaluation. Review of the device log did not find evidence to support the reported event. The device was put through extensive testing which included bench handling, power cycling, stress testing, and full functionality testing with the returned multi function cable and passed all testings. The device was rectified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.